Manufacturer narrative:
Additional information: breakdown of the 4 events of is as follows: haptic detached ¿ 1, lens damaged ¿ 2, damaged / broken - 1. Serial numbers of suspect products: (B)(4). 2 investigations were completed, and 2 investigations are pending from this period. Breakdown of 2 investigations are as follows: lens cut, haptic detached 1, no product returned 1. In the investigation it was concluded that products met manufacturing release criteria and no product deficiency was identified. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be file. This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis 1-piece iol with tecnis simplicity model dcb00 which is distributed in the united states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Event description:
This report summarizes <noe> 4 </noe> malfunction events. The events were related to lens damage. There were no patient injuries reported associated to the events.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Additional information: there are 4 investigations completed during this period. Breakdown of 4 investigations with respective lot/serial numbers are as follows: (B)(4) lens cut, haptic detached (B)(4) no product returned (B)(4) no product returned (B)(4) lens damaged. Correction: the initially it was reported that there were 4 events. Upon further review it was noticed that there were 5 events. Hence correct number of event is 5. One event with serial number (B)(4) for lens damaged was inadvertently not populated. The investigations concluded that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.